Event description:
It is alleged that the hook fell out of the instrument into the pt. It was reported that the instrument wrist was not properly straightened out before trying to remove it from the cannula requiring excessive force and causing the hook to fall into the pt. It was reported that the hook was retrieved from the pt with no injury.